Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station gh202 application was slow and sluggish. It took several seconds to execute a command. When customer removed a medication, an error message displayed as "a fatal error had occurred while recording the transaction". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was slow and had fatal error. A technical support specialist logged into the device remotely via remote support service (rss) and reviewed logs, which showed repeating errors. Followed knowledge article (ka) "medstation es station database corruption sql server detected a logical consistency-based I/o error" and knowledge article (ka) "how-to-recover / repair a corrupted dsclientoltp database" by logging in as carefusion admin and stopped the database synchronization and maintenance services. Scanned the database for corruption. Logged into the server remotely to extract missing transactions per knowledge article (ka) "how to: extract missing transactions from an es device," and executed the query successfully, with no missing transaction results returned. Ran additional queries on the device to repair the database and then re-checked for corruption, with no further issues detected. Set the database back to multi-user mode and restarted database synchronization services. Monitored logs and confirmed that the carefusion admin password worked for server access through remote support service (rss). Attempted to log into the server website using carefusion admin credentials, but authentication failed. Logged into each server remotely via remote support service (rss), stopped services on the application server, and rebooted the servers in order database server, report server, and application server. Once all systems rebooted, restarted services and returned them to automatic mode. The system functioned as intended after the technical support specialist troubleshot the device.